Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase complaint activity for the complaint lot. Ticket trending review did not identify any trends. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. The overall performance of the alinity I ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. Review of field data concluded that the patient median result for lot 48347fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 48347fp00. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr reagent lot 48347fp00 was identified.

Event description:
The customer reported alinity I ca 19-9xr result was falsely low when the sample was manually diluted on an alinity I processing module on (B)(6) 2023 for 1 patient who has a diagnosis of pancreatic cancer. The customer provided the following data: the customer provided the following sample ID (B)(6) the customer performed a manual dilution (1:50), which generated a result was 5,697.30 u/ml the customer performed an on-board dilution (1:10), which generated a result was > 12,000 u/ml the customer then performed a manual dilution without entering the dilution factor into the analyzer and obtained the following results manually: dilution (1:50) result was > 1,200 u/ml dilution (1:100): result was 544.51 u/ml x 100 = 54,451 u/ml dilution (1:200): result was 283.10 u/ml x 200 = 56,620 u/ml the customer communicated that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported alinity I ca 19-9xr result was falsely low when the sample was manually diluted on an alinity I processing module on (B)(6) 2023 for 1 patient who has a diagnosis of pancreatic cancer. The customer provided the following data: the customer provided the following sample ID :(B)(6). The customer performed a manual dilution (1:50), which generated a result was 5,697.30 u/ml the customer performed an on-board dilution (1:10), which generated a result was > 12,000 u/ml the customer then performed a manual dilution without entering the dilution factor into the analyzer and obtained the following results manually: dilution (1:50) result was > 1,200 u/ml. Dilution (1:100): result was 544.51 u/ml x 100 = 54,451 u/ml. Dilution (1:200): result was 283.10 u/ml x 200 = 56,620 u/ml. The customer communicated that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.